Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug-deployment button could not be pressed when the device was fully withdrawn. Manual compression was used for hemostasis. There was no reported patient injury. The device was used in a cerebral and coronary angiogram. Additional information was requested but not provided. The device is being returned for evaluation.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug-deployment button could not be pressed when the device was fully withdrawn. Manual compression was used for hemostasis. There was no reported patient injury. The device was used in a cerebral and coronary angiogram. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. Mild calcium/plaque was present at the puncture site, but there was no vessel tortuosity, no stent near the site, no stenosis >50%, and no prior closure within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer with the device. The indicator wire cowling locked correctly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleeding significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color. Upon device removal, the indicator wire loop was deployed and visible, but the guidewire could not be pulled. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color and the plug-deployment button could not be pressed when the device was fully withdrawn. Manual compression was used for hemostasis. There was no reported patient injury. The device was used in a cerebral and coronary angiogram. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The device was stored and prepared according to the IFU, and the physician was certified in its use. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be =5 mm. Mild calcium/plaque was present at the puncture site, but there was no vessel tortuosity, no stent near the site, no stenosis >50%, and no prior closure within 30 days. There was also no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the sheath introducer with the device. The indicator wire cowling locked correctly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and sheath were retracted together until bleeding significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show any red color. Upon device removal, the indicator wire loop was deployed and visible, but the guidewire could not be pulled. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kink was present on the proximal portion of the delivery shaft, located 15.5 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved successful deployment with full window transition during analysis. A kink was observed on the shaft, which may have led to functionality issues of the device. However, the exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It was reported that there was calcification of the vessel. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.